Event description:
It was reported that the patient experienced leakage of insulin from the infusion set at the insertion site after approximately four days of use.

Manufacturer narrative:
E1: event city: (B)(6) event country: canada. Name: (B)(6) based on the available information, this event is deemed to be a malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.